Manufacturer narrative:
The service technician went to collect the bed from the customer. During the interview, the nurse reported that a patient fell out of the citadel bed. A nurse found the patient on the floor. As a consequence of the event, the patient sustained a scratch and bruising. Also, the nurse claimed that the bed alarm "never went off". During on-site evaluation performed by the arjo representative, no malfunction was found. The bed was picked up to the service canter where the functional test showed the loose connection on the scale board. The loose connection caused the exit alarm to be intermittent and not functioned properly. The side rails were working properly. The reported malfunction did not lead to the reported patient's fall. The alarm detects patient¿s movements, however it will not restrain patient from leaving the bed. The patient movement detection system can be set to alarm when undesired movement of the patient occurs. The sensitivity of the patient movement detection, relative to the canter of the deck, can be varied incrementally. The controls for patient movement detection are located on the foot end split side rails. The instruction for use for citadel bed contains the information: ¿patient entrance / exit- caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails)in case of fire or other emergency.¿ the root cause could not be confirmed. The event was unwitnessed (the patient was found on the floor) therefore it is unknown why the patient fell from the bed frame. The arjo citadel bed frame was used by a patient when the event occurred and from that perspective, it played a role in the event. The device did not meet its specification as the inspection revealed a loose connection on the scale board. The complaint was decided to be reportable due to the patient's fall which may result in a serious injury.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the patient fell out from a bed. As a consequence the patient sustained the scratch and bruising.